Event description:
A nurse reported that an intraocular lens (iol) was inserted and removed for an unknown reason. A vitrectomy was performed and the procedure was completed with a different, unknown, type of lens. Additional information was received. In the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Additional information was requested. A completed questionnaire was received on (B)(6) 2013. (B)(4).